Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was observed to jump up and down. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-35245.